Manufacturer narrative:
(B)(4) : initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. The actual date of event is unknown. The date received by manufacturer was entered into the date of event field.

Event description:
As we have just discussed on the phone, we have noticed that there is an abnormality on the sterile outer packaging of at least two lot numbers of the bd plastic 50ml luer-lok convenience pack (ref (B)(4). It looks as if the pack has been subjected to excessive thermal stress. We have noticed the following lot numbers 2310017 and 2311125. Have other customers noticed this? Are the syringes safe to use? Are they still sterile? We ask for your comments

Event description:
As we have just discussed on the phone, we have noticed that there is an abnormality on the sterile outer packaging of at least two lot numbers of the bd plastic 50ml luer-lok convenience pack (ref 302238). It looks as if the pack has been subjected to excessive thermal stress. We have noticed the following lot numbers 2310017 and 2311125. Have other customers noticed this? Are the syringes safe to use? Are they still sterile? We ask for your comments.

Manufacturer narrative:
(B)(4) follow up MDR for device evaluation (lot 2 of 2): four photos were provided to our quality team for investigation. Through visual inspection, it can be observed the plastic tray is discolored and damaged. There was no evidence of holes or other perforations identified when evaluating the photos. A device history review was performed for the reported lots 2310017 and 2311125, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this incident. Both packaging and sterilization records were reviewed and verified equipment was operating within specified limits. Retained samples of the reported lots were used for additional evaluation. The trays were inspected and were found to be visually damaged, as also seen in the photos provided. Pressurized testing was performed on the retained samples and verified there was no holes or other damage within the tray, confirming the sterility is maintained. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based on our investigation, the damage observed was determined to be a visual defect. While we could not identify a direct issue, a project has been initiated to further review the sterilization process to verify if it may affect the visual appearance of the tray. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see manufacturer narrative.